Event description:
The customer reported via telephone call that the insulin pump alarmed. The customer removed the battery to prevent the alarm from continuing and stated that the screen went blank. The blood glucose reading was 180 mg/dl. The customer was advised theat the alarm was a program safety alarm. The customer reported that the alarm did not occur while trying to change the settings or priming or after a battery change. The customer declined to troubleshoot for a blank display. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.